Event description:
It was reported that pump experienced malfunction after temperature alarm. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by giving correction injection via multiple daily injection mdi, and switched to multiple daily injections as backup therapy. Customer did not require third-party assistance. Technical support arranged replacement pump.